Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there are black dots on the customer's insulin pump. Advised insulin pump would be replaced. Customer's blood glucose level at the time 163 mg/dl. No additional information was provided.